Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported pain in the left breast and an ultrasound scan was performed which revealed the implant had ruptured. The device remains implanted.

Event description:
Patient is underage at time of implant.

Event description:
Patient additionally reported left side "fluid seen between the 2 layers of the implant capsule" and "fibroadenoma" (non device related).